Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues, the suspected cause was the reservoir; however, after performing a revision surgery it was found that the tube of the left cylinder had broken near the pump leading to fluid leakage. The cylinders and pump were explanted and replaced leaving the reservoir implanted. No patient complications were reported.